Event description:
Customer reports lancet will not retract back into the softclix device after firing. Also, reports the lancet stuck in his finger (no medical attention required). No adverse event reported. Requested return of suspect device and replacement was sent.